Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to verify alarm in the alarm history due to erased history file due to several alarms in the alarm history file. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during bolus/basal. Customer's blood glucose was 143 mg/dl. The pump was not exposed to a high magnetic field. Customer was assisted in clearing the alarm. The motor error alarm occurred 2 times in the last 30 days. Customer had a motor position encoder error alarm in the alarm history. Customer does not use the sensor feature on the pump. Customer was able to rewind the pump. Customer was advised to return the pump with the battery and to zero out the basal rates. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.